Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It should be noted that the omnilink elite instruction for use (IFU) states: do not prepare or pre-inflate the balloon prior to stent deployment other than as directed. Use the balloon purging technique described in the clinician use manual. Based on the information provided, the stent dislodgement was the result of inadvertent mishandling/preparation prior to use. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a right iliac lesion. During preparation of the omnilink elite, the physician applied negative pressure without noticing that the stent fell off. The device was then inserted in the anatomy and when deployment was initiated, the physician noted that the stent was not on the balloon, but had fallen off on the sterile table during prep. Another unspecified stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.